Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with restricted posterior leaflet. A mitraclip was implanted, reducing mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), a right to left shunt was observed, and the patient¿s saturation dropped from 98% to 89%. Therefore, a patent foramen ovale (pfo) occluder closure device was implanted. The closure was successful with no shunt and saturation returned to 98%. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.